Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted (B)(6)2007. (B)(4).

Event description:
It was reported following a review of performance data from the device that the patient's right atrial (ra) lead was capped and replaced for high pacing threshold and high impedance that had both been present for at least 18 months. No patient complications have been reported as a result of this event.